Manufacturer narrative:
Updated f10: patient codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported. Additional information was received stating this lv lead was explanted due to severe palpitations and anomalies related to pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported.